Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. On (B)(6) 2015 the caller found the customer unconscious, with blood glucose of 34 mg/dl. Paramedics were called, gave a shot and increased the customer's blood glucose to 240 mg/dl; he started having a seizure. The insulin pump got suspended. The customer was transported to the hospital. The first four days of hospitalization the customer was breathing independently. On the fourth life support was stared until (B)(6) 2015, when the customer's children decided to terminate the life support. The customer was not wearing the insulin pump at the time of death. The customer was not using sensors. The caller also mentioned that the customer had copd. He was hospitalized due to high blood glucose on (B)(6) 2015. His blood glucose was too high so didn't register on the glucometer. Paramedics were called and the customer hospitalized both times. Insulin pump was removed and hospital treated with manual injections.